Manufacturer narrative:
Qn#(B)(4). The customer returned one arrow raulerson syringe (ars) for analysis. Visual examination did not reveal any defects or anomalies of any kind. A vacuum leak test was performed on the samples per inspection procedure. With the plunger body at the bottom of the syringe, the tip of the ars was occluded, and the plunger was pulled back until it stopped. With the tip of the ars still occluded, the plunger was released, and it did snap back into a position = 1cc from the starting position. The ars passes the test if the plunger returns to a position = 1cc; therefore, the sample passed the functional inspection. A push leak test was also performed on the ars per inspection procedure. With the plunger body fully out of the barrel, the tip of the ars was occluded, and the plunger was pushed into the barrel. Resistance was felt and the plunger was not able to move to the bottom of the syringe. Therefore, the syringe passed the push leak test. Both tests were initially performed dry. The returned syringe and a lab inventory introducer needle were used to draw and aspirate water. The connection point between the two components appeared normal; however, this cannot be confirmed as the introducer needle involved with this complaint was not returned by the customer. The syringe barrel was able to be filled all the way consistently. A device history record review was performed with no relevant findings to suggest a manufacturing related cause. The report that the ars was leaking could not be confirmed through complaint investigation of the returned sample. No visual defects were observed on the ars sample. Additionally, the ars met all functional requirements. A device history record review was performed with no relevant findings. Based on the customer description and the sample received, no problem was found with the returned sample. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer reports that the ars (syringe) leaked continuously during use.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the ars (syringe) leaked continuously during use.